Event description:
The patient reported that they used the suspect device to check their blood glucose and obtained a result of 90 mg/dl. Thirty minutes later patient felt bad and became incoherent. Spouse tried to give patient candy and called the paramedics. Patient was taken to the hospital and their glucose was 44 mg/dl on a hospital meter. Hospital treatment is unknown. Patient was kept and monitored. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.